Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet was lost from the suture during procedure. The physician had to look for a long time to find it but found it eventually. The patient's condition was reported as stable.